Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there were multiple, intermittent events in which insulin deliveries were stopped. The customer's blood glucose (bg) level was elevated; no exact bg value was provided. Bg level was addressed by corrections with the pump. The customer acknowledged that insulin deliveries had been stopped due to an unspecified alarm.